Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the proximal conductor was distorted and distal conductor was stretched, insulation was disengaged from the electrode, apparent explant damage, there was blood/body fluid on the proximal conductor and the outer insulation was breached cut.

Event description:
It was reported that intermittent pacing failure was confirmed with a halter electrocardiogram. The lead was explanted and replaced. During explant, the lead was removed without a "feeling of resistance" and easily from the heart. It was therefore speculated that poor contact with the myocardium may have been a cause of the pacing failure. No patient complications were reported as a result of this event.